Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge loaded on the device. Furthermore, the returned cartridge was noted to have excessive dried body fluids. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device was tested for functionality in the articulated position with a test cartridge by loading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Event description:
It was reported that during a splenectomy procedure the first gun was closed down onto the hilum. The gun then wouldn't fire nor open again. The device was in the neutral position and had not been articulated. The jaws were stuck on the tissue. The surgeon then had to use an ets on either side of the jaws to free up the tissue and allow the gun to be removed from the patient. The second device was on a vessel. It has been articulated and was closed down on the tissue. The same thing happened again and the device wouldn¿t fire or open. On this occasion the anvil was stuck in an articulated position so could not be removed via a trocar. The surgeon had to remove the trocar and take the device out through the incision. Again the echelon wouldn't open and the tissue was stuck in the jaws. Again an ets was used on either side of the jaws to free up the tissue. This resulted in part of the pancreas being taken. Despite the above, the patient is well and no adverse outcome was reported. The procedure was delayed by 45 minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the post-operative care for the patient changed as a result of the event? I¿ll confirm with the surgeon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? White.